Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 23137. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 23137 points to pot to encoder comparison information, usm4, axis 4.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the instrument was not recognized, and error 23137 was observed on universal surgical manipulator (usm4). The customer had already attempted several troubleshooting steps, including restarting the system, repositioning and changing drapes, switching the instrument to usm4, and testing the instrument on another usm. Despite these actions, usm4 still did not recognize the instrument. Tse then requested a hard reboot using the emergency power off (epo), but the customer elected to complete the procedure using three usms and perform the reboot after the robotic case concluded. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 30 minutes. The customer did a reboot with epo after the procedure and the error remained.